Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a catheter implanted on (B)(6) 2021. On (B)(6) 2021, it was found that the catheter connector was detached from the catheter. There was no reported patient injury. Additional information received 10/26/2021: it was reported by healthcare professional "when the doctor checked the state of the catheter on the stem, it was confirmed that the catheter was broken. The catheter was secured only by suturing a suture wing near the insertion site without using a statlock".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached catheter is confirmed, and was revealed to be a break in the catheter. One 4 fr groshong clearvue catheter and one 4 fr two-piece groshong next connector were returned for evaluation. An initial visual observation showed use residue on the returned samples. The connector pieces were returned not assembled, and the catheter was returned detached from the connector. A small segment of the catheter was found on the metal cannula of the proximal connector piece. Tensile weakness was observed in the proximal end of the detached catheter, distal to the break. A microscopic observation revealed the break sites of the catheter were angled and stepped and were found to match each other. The fracture surfaces were found to be flat and granular in texture. The shape, location, and physical features of the damage observed in the returned sample indicate the catheter likely broke due to excessive tensile (pulling) force. The product IFU states: ¿to minimize the risk of catheter breakage and embolization, the suture wing and / or adapter must be secured in place.¿

Event description:
It was reported that the patient had a catheter implanted on (B)(6) 2021. On (B)(6) 2021, it was found that the catheter connector was detached from the catheter. There was no reported patient injury. Additional information received: it was reported by healthcare professional "when the doctor checked the state of the catheter on the stem, it was confirmed that the catheter was broken. The catheter was secured only by suturing a suture wing near the insertion site without using a statlock".